Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 68 year old male patient who underwent right common femoral artery access and angiogram, which revealed vessel disease. A pigtail catheter was inserted, and a bilateral common femoral artery angiogram was performed. Access was obtained, and an impella device was inserted in the usual fashion. Post-implant angiogram through the reposition sheath showed no flow below the sheath, and doppler pulses were unattainable. Percutaneous coronary intervention (pci) was performed, and the impella was removed. Pulses were present after explant. No additional information was provided.